Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during basal rate delivery. Device was not exposed to a magnetic field. Customer does use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 138 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform functional testing due to motor error. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube and reservoir tube window cracked.